Manufacturer narrative:
Batch review performed on 16 december 2023. Lot 189958: (B)(4) items manufactured and released on 15-jan-2019. Expiration date: 2023-12-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department: two years after primary tka, the patient reports on developmental instability and a new surgeon decides to replace the primary knee with a constrained device. Having no further information we cannot make a precise evaluation of the case, but if the new surgeon decided to go for a constrained device it most probably was a problem of ligament insufficiency, not a problem of instability caused by the existing implant. Additional involved implants batch review performed on 16 december 2023 on gmk-revision 02.07.0684l revision fixed tibial tray cemented size 4 l (k123721) lot. 1904783. Lot 1904783: (B)(4) items manufactured and released on 05-nov-2019. Expiration date: 2024-10-(B)(4). No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Batch review performed on 16 january 2023 on gmk-revision 02.07.0414scf fixed tibial insert sc size 4/14mm (k103170) lot. 189540. Lot 189540: (B)(4)items manufactured and released on 11-march-2019. Expiration date: 2024-02-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 2 years 1 month after, the patient came in reporting instability and the cause is unknown. The surgeon revised all components with hinge components and the surgery was completed successfully.